Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network configuration settings caused the connection loss during the upgrade process. The field service technician (fst) enabled dynamic host configuration protocol (dhcp) and auto domain name system (dns), verified internet connectivity through remote support service (rss), and confirmed communication with the customer server. The system functioned as intended after field service technician repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es upgraded from es 1.6 to es 1.11 lost connection. However, there were no adverse events or injuries reported based on this event.